Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display was discolored. A test screen was inserted and was found to function properly. Unrelated to the display issue, the keypad cover was found to be torn over the ok button. All of the keypad buttons were responsive. There was evidence of contamination was found under all key contacts. Also unrelated to the display, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).